Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. The usage of the mentioned no unit in conjunction with the ventilator is regarded as an off label use. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator shut off while being used in or case with no machine. The patient was placed on an anesthesia machine to finish case. There was no patient harm. Manufacturer's ref. #: (B)(4).